Event description:
It was reported that: "during a shoulder arthroscopy/labral repair, the surgeon drilled hole as usual, and removed drill bit to find the thin, distal portion had broken off. The surgeon used the arthroscope to verify it was not in the joint, but an x-ray confirmed the broken, distal portion of the drill bit remained in bone." The surgeon was able to complete the procedure, without any further complication.

Manufacturer narrative:
The user facility is currently retaining the device, so an evaluation is not possible at this time. Without an evaluation the complaint cannot be confirmed and the cause cannot be determined. This is a new device which is technique dependent and the most likely cause of this failure is the application of excessive force, and/or side loading during use; also, prying or bending can cause the device to break. The product instructions for use (IFU) state, under precautions: exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. There are no other complaints for this item and lot number combination. The lot size was 65, and there were no nonconforming product reports (ncr's) during the manufacturing of this lot. In addition, there are no similar reports of breakage for this product. This is a new product and the new product quality engineer (npqe) is monitoring all complaints. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. If the device is received, an evaluation will be conducted, the complaint will be processed accordingly, and a follow-up report will be filed. Device is being retained by hospital.

Manufacturer narrative:
The device was received and forwarded to an independent laboratory for failure analysis. The laboratory's investigation revealed that the initial failure mechanism is considered to be torsional fatigue. The material composition of the y-knot drill bit ((B)(4)) met requirements. Multiple initiation sites were observed around the periphery, and dimples were observed throughout the center, the final failure was tensile related. Also, the metal alloy demonstrated to have an acceptable biocompatibility profile for its intended use.